Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to a high blood glucose level. The customer reported that she was vomiting and her heart was racing. Paramedics were called and the customer was transferred to the hospital. Blood glucose level at the time of the incident was 568 mg/dl. The customer stated that she was wearing the insulin pump at the time of the incident. The customer reported that her blood glucose level reached 582 mg/dl, then went down to 556 mg/dl, but remained above 500 mg/dl. Blood glucose level at the time of the call was 160 mg/dl. During troubleshooting, the insulin pump proved to be malfunctioning properly. The insulin pump was not replaced or returned for analysis.